Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system secondary medication set overinfused. During a 15-minute intravenous acetaminophen infusion via an unknown primary baxter tubing set, the delivery was halted and the normal saline from a ¿piggyback¿ clearlink system secondary medication set had infused instead. It was further reported that the nurse ¿reattempted to hang and infuse¿ the acetaminophen; however, the unspecified pump ¿continued to infuse saline¿. The incident was corrected by ¿lowering the secondary bag below the pump¿. There was no patient injury or medical intervention associated with this event. No additional information is available.